Event description:
It was reported that a problem with the pt ventilation was detected (no details about this have been provided). The medical staff decided to disconnect the pt. After that, the medical staff changed the ventilation mode very quickly from pressure support to volume control. During this connection, the medical staff observed that the volume delivered to pt was huge. The displayed value for the tidal volume did not correspond anymore to the value previously set by the user (the displayed value was now 2000 ml and the previously delivered (not set) value was 400 ml). Alarms were generated. Then the medical staff decreased the value of tidal volume to 540 ml.